Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) burst and the device came out of the patient¿s body during the procedure. Manual compression was performed for twenty minutes and recovered. There was no reported patient injury. The mynx vascular closure device was used in a transfemoral cerebral angiography (tfca) procedure with a retrograde approach. There were no visible signs of device or packaging damage prior to use. The physician achieved certification on the use of the mynx control vascular closure device and has used the device several times prior to this procedure. The device was prepared in accordance with the instructions for use (IFU). A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle of 30¿45 degrees of the vascular sheath introducer. The vessel diameter was confirmed to be greater than 5mm. The puncture site did not have visible calcium or plaque, no stent was near the puncture site, and there was no stenosis greater than 50% at the puncture site. The target femoral site was not previously closed with any closure device within 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection showed that button 1 was not depressed and button 2 was also not depressed. The stopcock was found open, and no syringe was returned for this evaluation. The sealant was present in its manufactured position and fully covered by the sealant sleeves. Regarding the condition of the sealant sleeves, no abnormal conditions were observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was received with a radial tear, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. A high-magnification microscopic evaluation was performed to assess the balloon. During this analysis, the radial tear identified during the visual evaluation was confirmed. The reported event of ¿balloon-balloon loss of pressure¿ was observed through analysis of the returned device. However, the exact cause of the radial tear found could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the loss of pressure experienced. However, access site vessel characteristics (even though it was reported that there was no visible calcium or plaque within the vicinity of the puncture site) and/or concomitant device factors (although the procedural sheath was not returned for analysis) most likely contributed to the reported event since a calcified vessel and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the instructions for use (IFU), which is not intended as a mitigation, it instructs users to discard the device if the balloon does not maintain pressure. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) burst and the device came out of the patient¿s body during the procedure. Manual compression was performed for twenty minutes and recovered. There was no reported patient injury. The mynx vascular closure device was used in a transfemoral cerebral angiography procedure with a retrograde approach. There were no visible signs of device or packaging damage prior to use. The physician achieved certification on the use of the mynx control vascular closure device and has used the device several times prior to this procedure. The device was prepared in accordance with the instructions for use (IFU). A 5f non cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle of 30¿45 degrees of the vascular sheath introducer. The vessel diameter was confirmed to be greater than 5mm. The puncture site did not have visible calcium or plaque, no stent was near the puncture site, and there was no stenosis greater than 50% at the puncture site. The target femoral site was not previously closed with any closure device within 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use. The device will be returned for evaluation.